Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected prime/fill anomaly or moisture damage noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the reservoir insulin will come pouring out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.